Event description:
It was reported that the patient had a surging sensation that had been occurring since the (B)(6) 2013 revision. The frequency of occurrence was unknown as the patient did not use it every day. It was noted the patient had a change in stimulation prior to the revision but was different than the current. The reporter stated that the patient experienced the surging when laying down one time, but it went away after pressing the implantable neurostimulator (ins) pocket. The reporter noted that the patient could palpate the pocket and the stimulation sensation would change. It was noted the surging appeared to be down the legs so ¿epidural" was suspected. The surging was described as a strong stimulation that went away after a few minutes. It was confirmed that adaptive stim (as) was disabled since the revision. It was further reported that the cause of the issue may be a connection issue at the generator/extension site. There were no interventions and no x-rays performed, but the patient was reprogrammed. At the time of the report, the patient was ok and hadn¿t experienced any issues since reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v949340, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3487a-45, lot# v641616, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-45, lot# va00tcq, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# va00tcq, implanted: (B)(6) 2012, product type: lead. (B)(4).